Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The video processor was returned as part of the asset return process due to recall. During routine inspection of the device by olympus, it was found faulty power converter. There was no patient involvement associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
This device was returned to olympus as part of the asset return process for oci recall fy24-omsc-13. The power converter was found to be faulty. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.